Event description:
It was reported that in preparation for a ptca procedure, the stent became dislodged. The physician was removing the cover and stylet, and the liberte stent came off of the delivery device. There was no patient contact with this device, and no patient complications were reported. The procedure was completed with another of the same devices, and patient status was reported as 'fine.'